Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) alert for high rate non-sustained tachycardia (nst) episodes and high sensing integrity counter (sic) count. It was noted the high rate nst episodes showed external electromagnetic interference (emi) on both the atrial and right ventricular (rv) channels which were occurring at the same time the patient was using their electric weed eater in the rain. The device remains in use. No patient complications have been reported as a result of this event.